Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. Since implantation of the device, the patient has experienced erosion, extrusion of mesh, persistent pain, dyspareunia, and has had to undergo additional corrective surgeries. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01843. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence, pelvic organ prolapse, uterine procidenti, symptomatic rectocele and cystocele. It was reported the patient had enterocele repair, diagnostic cystoscopy and vaginal hysterectomy on (B)(6) 2009 due to pelvic organ proplase [uterine procidentia]. She also underwent removal of mesh, cystoscopy, perineorrhapy on (B)(6) 2012 due to mesh exposure, dyspareunia and pelvic pain.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced chronic infection, vaginal bleeding, recurrence and worsening of pop, scarring, and suffering. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/17/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary tract infection and urinary frequency.

Event description:
Details: it was reported that following insertion, the patient experienced urinary tract infection and urinary frequency.